Manufacturer narrative:
Bed was located in bed shop, no injury was reported. Allegation that the foot hi/low was drifting down. Requested tech to isolate the coil then the valve. Three attempts have been made regarding a resolution to this contact line, with no response. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint alleged that the foot hi/low would drift down. There was no reported injury or incident.